Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead showed increased threshold. It is unknown if the diagnosis of the patients hypertrophic cardiomyopathy (hcm) and advancement of the disease condition are the cause of increase in threshold. The lead was reprogrammed and there was no own pulse, so the lead was explanted and replaced and the position was changed from the middle septum to the low septum. No patient complications have been reported as a result of this event.